Event description:
During preventive maintenance of the heart lung console, the power manager circuitry was found to be defective. There were no adverse consequences to the pt as a result of this event.